Manufacturer narrative:
Device investigation: the distal region of the catheter shows kinks between 1 and 5 cm from the distal tip. At 5.0 cm there is a flat spot and two more small kinks at 6.5 and 8 cm. There is a single axis bend 15 cm from the tip. Measuring from the hub/shaft joint in the proximal region there are kinks at 23 and 38 cm. A 0.070" mandrel was introduced into the hub end of the catheter and advanced. Friction was immediately apparent and the mandrel stopped 22.5 cm from the hub/shaft joint. The catheter is non-functional. Conclusion: the initial report refers only to a kink. Given the care in packaging that was used, it is impossible to tell which kinks were those described in the complaint and which resulted from rough post complaint handling. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The neuron was unpacked and placed on the sterile table. When the catheter was flushed, the technician noticed a kink. The neuron was not used for the procedure and another was taken from inventory. There were no adverse events related to the issue.